Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter kink is confirmed but the exact cause remains unknown. One x-ray image and one video sample of a powerpicc catheter were provided for evaluation. The x-ray image appears to show the catheter implanted on the right arm of a patient. The catheter appears to be bent near the proximal section of the catheter length near the winged hub. The video sample shows the catheter outside of the patient and is being manipulated. A kink in the catheter is visible near the 5 and 8 cm depth marker. The condition of the catheter could not be clearly inspected from the photos provided. Catheter placement and use conditions may have also contributed to the reported event. The product instructions for use (IFU) states, "avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort." A lot history review (lhr) of redw3762 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the following: "a PICC catheter was placed for requiring chemotherapy, the catheter is 4 fr monolumen 3cg on(B)(6)2020 lot: redw3762-ref: 4174118, it was placed with a single puncture, during the procedure there were no complications, the catheter was trimmed by 33cm. Since the date of insertion, there had been no complications, during the therapy carried out, no resistance was evident until the therapy on (B)(6)2020 , where resistance to the passage of ssn (B)(4) is evident, so it was decided to withdraw 1 cm of the catheter improving patency and managing to infuse the medication, however on(B)(6)2020 the patient again attended healing and evidence of resistance to the passage of the medication, so it is striking and an x-ray is requested, evidenced kink in the path of the catheter at the level of the arm and location of the catheter tip in the subclavian vein, it was decided to withdraw due to dysfunction, at removal, kink was observed at the level of cm 5 and 8 with memory, washed, disinfected, allowed to dry and respective packaging is performed, it is explained to the patient refers to understand. The patient was never hospitalized, she was always managed on an outpatient basis. The patient requires a new placement of the PICC catheter given the chemotherapy treatment and the difficulty of its venous access, which will be scheduled for the next chemotherapy. We do not see any explanation given that the pertinent techniques for inserting the device were maintained by the operator who placed the catheter(B)(6)2020 - additional information received: the patient did not sustain any harm. New PICC insertion and chemotherapy cycles were rescheduled for (B)(6)2020 . The patient was able to receive the chemotherapeutic treatment on may 14th; the PICC was removed after due to kinking. The patient's condition is stable.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redw3762 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the following: "a PICC catheter was placed for requiring chemotherapy, the catheter is 4 fr monolumen 3cg on (B)(6) 2020 lot: redw3762-ref: 4174118, it was placed with a single puncture, during the procedure there were no complications, the catheter was trimmed by 33cm. Since the date of insertion, there had been no complications, during the therapy carried out, no resistance was evident until the therapy on (B)(6) 2020, where resistance to the passage of ssn 0.9% is evident, so it was decided to withdraw 1 cm of the catheter improving patency and managing to infuse the medication, however on (B)(6) 2020 the patient again attended healing and evidence of resistance to the passage of the medication, so it is striking and an x-ray is requested, evidenced kink in the path of the catheter at the level of the arm and location of the catheter tip in the subclavian vein, it was decided to withdraw due to dysfunction, at removal, kink was observed at the level of cm 5 and 8 with memory, washed, disinfected, allowed to dry and respective packaging is performed, it is explained to the patient refers to understand. The patient was never hospitalized, she was always managed on an outpatient basis. The patient requires a new placement of the PICC catheter given the chemotherapy treatment and the difficulty of its venous access, which will be scheduled for the next chemotherapy. We do not see any explanation given that the pertinent techniques for inserting the device were maintained by the operator who placed the catheter".